Event description:
Olympus medical systems corp. (Omsc) was informed that klebsiella bacteria was found during routine inspection. No further information was provided by the user facility.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. However, improper reprocessing could not be ruled out as a contributory factor to the reported event. If additional information becomes available at a later time, this report will be supplemented.